Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor needle broke. Customer's blood glucose value was 237mg/dl. Customer reported that the sensor cannula fractured while in the body. Customer was referred to their healthcare professional for treatment. Customer already removed the sensor. Insulin pump will be returned for analysis.